Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent inaccurate fill estimates were received and pump notified customer cartridge was out of insulin. However, customer reported cartridge "should still have had some insulin left" in it. There was no reported impact to customer's blood glucose.